Manufacturer narrative:
Event description: an event was reported in which a tiger screw of unspecified length and diameter was removed due to patient pain around the surgical site. The surgeon who performed the explantation could not confirm the implantation date, but estimated it was before at least last fall. The surgeon confirmed that the patient was a female and had poor bone quality. DHR review: due to the tiger screw being discarded by the facility, the lot number was unknown and review of the DHR could not be performed. Dimensional/visual inspection and simulated use testing: due to the tiger screw not being returned, inspection and simulated use testing could not be performed. Evaluation of similar complaints: frm qlt-005c, customer complaint report, was reviewed for the past 12 months to identify similar complaints of tigers screws being explanted. Two complaints were identified. Ccr 19-05-001 reported that a 2.4mm x 18mm tiger screw was removed due to an infection around the surgical site. The investigation of ccr 19-05-001 was unable to determine the root cause of the reported event. Ccr 19-08-006 reported that a tiger screw was removed due to patient pain and was not able to isolate a root cause. Only ccr 19-08-006 is considered relevant to this event, as pain was reported and infection was not. Root cause analysis: due to the tiger screw not being returned to trilliant, the condition of the part could not be assessed. Due to the lot number of the screw being unknown, the associated DHR could not be identified and reviewed. It is unknown if the device contributed to the reported event. The only other event identified in the past 12 months as relevant did not help determine a root cause. Therefore, the root cause of the reported event could not be determined.

Event description:
(B)(6), our trilliant sales representative, requested a tiger cannulated loaner be shipped to (B)(4) hospital on (B)(6) 2019. When sales support informed (B)(6) that the loaner tray would be missing some items, he said that it did not matter as the tray was only being used for a removal case. Josh believes the tiger screw is being removed due to painful hardware but is retrieving more information for a more helpful and informative customer complaint report. On (B)(6) 2019, sales support learned that dr. (B)(6) performed a hammertoe correction procedure on a female patient with poor bone quality but the date of the original procedure is unknown. (B)(6), dr. (B)(6) local trilliant sales representative, believes the original surgery occurred before (B)(6) began selling trilliant last fall. The patient recently came in with report of pain (date unknown) and dr. (B)(6) removed the 200-2x-0xx tiger lda screw on (B)(6) 2019. (B)(6) confirmed that fusion had occurred at the time of removal. The 200-2x-0xx tiger lda screw was discarded at the removal case and the 210-24-003 driver will not be returned to corporate for review.

Manufacturer narrative:
Notes to form 3500a and justification for information not provided (in initial or follow-up submission) as required per 21cfr803.52 is below. Trilliant surgical attempted to obtain the omitted information (items 1-11 below) as part of internal complaint handling activities. 1. Patient age at time of event, date of birth (a2) and weight (a4) not reported. 2. Date of event (b3) is unknown. The event is considered to be onset of patient pain. 3. Catalog # and serial # (d4) not utilized by trilliant surgical. 4. Expiration date (d4) not applicable (n/a) to non-sterile trilliant surgical products. 5. Lot # and unique identifier (UDI) # (d4) could not be confirmed. *see note below. 6. Implanted date (d6) not reported. 7. Reprocessor name and address (d9) n/a to this report. 8. Concomitant medical products and therapy dates (d11) not reported. 9. Device manufacture date (h4) could not be confirmed. *see note below. 10. Section h9 n/a to this report. 11. No files attached to this report. Note: because screw diameter and length are unknown, brand name (d1) and model # (d4) feature 'xx' in place of the diameter and length measurements. Due to these unknown dimensions, lot # and unique identifier (UDI) # (d4) and device manufacture date (h4) could not be confirmed and device history record (DHR) review could not be conducted. Corrected information provided in follow-up submission. B5 - description of event of problem was edited to not identify any physicians or facilities by name. D2 - common device name (product code was correct in initial submission.) D3 - fax number added. D4 - catalog #, serial #, lot #, unique identifier (UDI) #. Section f is n/a to this report. G3 - company representative removed, distributor and health professional selected. H6 - device code (replace previous with 2993 and 568), method code (add 4111), result code (delete 568). H10 - corrected data. Additional information provided in follow-up submission: g1 - name (and email address, telephone) updated as different personnel is submitting the follow-up submission than submitted the initial submission. H10 - additional manufacturer narrative.

Event description:
A trilliant surgical sales representative requested a tiger cannulated loaner be shipped to facility x on 10/17/2019 for a removal case. The sales representative believes the tiger screw is being removed due to painful hardware, but retrieved more information (below) for a more helpful and informative customer complaint report. On (B)(6) 2019, sales support learned that doctor 1 performed a hammertoe correction procedure on a female patient with poor bone quality, but the date of the original procedure is unknown. The aforementioned sales representative, who is doctor 1's local trilliant surgical sales representative, believes the original surgery occurred before he began selling trilliant surgical product. The patient recently came in with report of pain (date unknown) and doctor 1 removed the 2.xmm x xxmm tiger cannulated screw (200-2x-0xx) on (B)(6) 2019. The sales representative confirmed that fusion had occurred at the time of removal. The 2.xmm x xxmm tiger cannulated screw (200-2x-0xx) was discarded at the removal case.